Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age and weight not provided/unknown. Additional 510k number: k962106. Device not returned.

Event description:
It was reported that the bundled mount and implant could not be disengaged from each other. Another implant was placed during the same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned with its respective mount for investigation. Visual evaluation of the as returned product identified signs of use and wear along the threads/ha coating and the tines were not fully mates. It was determined the device failed functional testing as the mount could not be removed from the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.